Manufacturer narrative:
Complaint no: (B)(4). This is a literature study report from france with a clinical trial purpose of reporting the pharmacokinetics of daptomycin administered intraperitoneally in patients suffering from infection of peritoneal dialysis fluid. The clinical trial number of the case was (B)(4) and the eudract number was (B)(4). The title was, ¿pharmacokinetics of intraperitoneal administrations of daptomycin: preliminary data from the daptodp protocol¿. The authors were: laure peyro saint paul, m. Ficheux, daniele debruyne, magalie loilier, r. Verdon, v. Cattoir, n. Bouvier, and th. Lobbedez. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with daptomycin 200 milligrams daily intraperitoneally (duration not reported) for the peritonitis event. The cause of death was peritoneal dialysis complication and fungal infection of peritoneal dialysis. It was not reported if the patient was recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. Four days after onset, nutrineal therapy was discontinued and on the same day, therapy with daptomycin was discontinued. It was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.